Event description:
It was reported that during a procedure to implant a stent graft into the subclavian vein for stenosis, the marker band detached. The doctor used a 9 f sheath and a 0.035 guidewire for the procedure, entering through the right axillary vein. As the doctor was attempting to deploy the stent graft, the proximal end of the stent towards the doctor was hung up in the catheter and resistance was felt. As the stent was being deployed, the marker band came off and went into the right atrium of the heart. An attempt was made via the femoral vein to retrieve the marker band, but the doctor was not able to retrieve it. The marker band then went through the pulmonary vein and into the lung where it is at this time. The second stent graft was then placed, as this first one did not cover the stenosis completely. The patient is reported to be doing fine at this time.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample had been returned; however evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.